Event description:
It was reported that the patient had an inappropriate shock due to oversensing via reduced intrinsic amplitudes. The sensing vector at the time of the shock was set to the primary vector. The patient was diaphoretic. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.